Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that no image was caused by a failure of the video-adapter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. The allegation of message ¿please wait transferring data¿ was confirmed. In addition, there was a noise line in the image due to a defective video connector unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the visera pro video system center screen blacked out and displayed, ¿please wait transferring data¿ when connecting an electronic laparoscope (wa50012a) occasionally. The event occurred during preparation for use. There was no procedure involved or reported patient harm.